Event description:
It was reported that during a lap sigmoid colectomy procedure, the surgeon used two devices during the procedure with two hand pieces. The disposable devices stopped activation during the case due to the min button was not working. The second device was able to be used with the footswitch to complete the procedure. It was noticed that both of the hand pieces have cracks in the housing. There was no adverse consequences to the patient reported.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the hand piece was returned with the nose cone cracked and a loose mount. The hand piece was tested on a generator and found to be functional. However, it no longer meets design specifications for phase margin. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.